Manufacturer narrative:
Concomitant medical devices: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a bacteremia and (B)(6). The patient also experienced a fever. The patient was treated with antibiotics and subsequently received a new system. No further patient complications have been reported as a result of this event.